Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. As a result, the grip cable became loose. Additionally, the instrument was found to have a grip cable dislodged in the housing at the proximal end. The dislodged cable in the proximal end caused the grip cable to be loose at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the prograsp forceps instrument snapped inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.